Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric sleeve procedure, when trying to shoot the device, the surgeon was able to press the green button, however when the handle was squeeze a crunching sound was heard and the device could not be fire. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.